Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for further investigation. Simulated use test of the received o2 gas module has reproduced the described customer issue. The received device log files has confirmed the reported event. However both during the simulated use testing and the log files, the measured failed value in flow transducer test during pre-use check was just outside of the accepted range. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem with failure in flow transducer test during pre-use check could be reproduced, but the cause has not fully been established in this investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).